Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. After completing their treatment, the patient was removing their supplies and discovered fluid leaking from the cassette and into the cassette compartment of the cycler. Upon discovery of the fluid leak, the technical support representative advised the patient¿s peritoneal dialysis registered nurse to discontinue use of the cycler. The patient had manual supplies to continue with treatment without the cycler if needed. The patient did not experience any injuries or require medical intervention as a result of the fluid leak. The cause for the leak was unknown. The cassette used at the time of the leak was discarded. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.